Event description:
It was reported by svc report that the footend of the bed would not latch down properly. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Foot end section needs to be replaced.